Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; it remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. (B)(4).

Event description:
In a literature article, a surgeon reported that seven months following a cataract extraction with a glaucoma filtration device (gfd) implant procedure, there was impending gfd extrusion or exposure. This is thought to be, first, caused by low scleral rigidity resulting from high myopia and insufficient maintenance of the anterior chamber; and second, the viscoelastic material utilized in the anterior chamber was insufficient. Surgery to adjust the gfd's position, to prevent exposure from occurring, was performed. The gfd was sustained with good positioning. No further information is expected.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).